Event description:
Customer claims to have been pierced on june 17, 1998 at a retail vendor with the inverness ear piercing system. Due to her physiological makeup she developed a keloid two months later. On 08/06/1998 she went to the hosp for medical evaluation.